Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-09706. Follow up revealed that the patient's ineffective therapy was due to lead migration confirmed via x-rays. As a result, the patient's l4 lead was relocated, and the s1 lead and was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Corrected data: patient weight - inadvertently omitted from initial supplement.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-09706.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient'shistory to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. MFR. Reference report#: 1627487-2018-09706. It was reported the patient experienced inadequate therapy with their scs system. In turn, there were reprogramming attempts, but with no prevail. As a result, surgical intervention may be taken at a later date to address the issue.